Manufacturer narrative:
(B)(6).

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving baclofen (2000 mcg/ml at 1552.6 mcg/day) via an implanted pump. The indication for pump use was stroke and intractable spasticity. On (B)(6) 2016 the hcp reported that the patient's wife said that they heard the critical pump alarm last night. The pump alarmed only once. Telemetry had not yet been performed. The patient was asymptomatic. The pump eri (elective replacement indicator) was 11 months, the reservoir volume was 40 ml, and the pump was last refilled in june. Additional information was received on (B)(6) 2016 from a company representative and it was reported that the pump logs were just checked now and the logs showed a motor stall on (B)(6) 2016 at 00:08 and tube set (B)(6) 2016. The patient denied any emi or magnetic interaction. The patient was seen in the ER (emergency room) on (B)(6) 2016 for what looked like a stroke and was diagnosed with uti (urinary tract infection) and sepsis. The patient was now heading back to the ER due to the uti sepsis and the confirmed motor stall. Additional information was received on (B)(6) 2016 from a company representative and it was reported that the patient was in the hospital and no additional troubleshooting was done regarding the stall that showed in the logs. The patient was started on antibiotics for the uti sepsis. He was seen by a surgeon on (B)(6) 2016 and was scheduled to have a pump replacement and catheter assessment on (B)(6) 2016. The cause of the motor stall and uti sepsis was not known. The uti sepsis was still being treated and the motor stall was unresolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to shaft bearing.

Manufacturer narrative:
(B)(6). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received from the manufacturer representative indicated the patient was diagnosed with acute withdrawal and sepsis (due to uti). The catheter was assessed to be patent on and the pump was replaced on (B)(6) 2016. The pump was sent back for analysis. It was noted the pump recovered 2 hours post explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.